Event description:
As reported by the user facility: safety clip failed to engage resulting in needle stick injury. The protective mechanism was activated. The exposure incident occurred after activation. Sharp's injury report states, "the child's mother came over and I grabbed the pile of trash quickly so she could sit down with her screaming child. That is when I was stuck with needle." The lot number remains unknown and the sample was discarded. All protocol bloodwork testing performed has been negative. Additional information provided by the facility indicated the clip did not activate fully when the needle was withdrawn and did not cover the tip of the needle. The nurse involved in the incident received all protocol bloodwork testing and all results are negative. The sample was discarded and the lot number remains unknown.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated and a lot number and an item number were not reported. Without the sample and a lot number, or item number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.